Event description:
It was reported that the customer experienced a blood glucose (bg) level of 469 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump, drank water, walked, and [consumed] "carbohydrates" in attempt to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin and "zaltran for nausea", resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer still in hospital at time of report so no release date could be obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.